Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 295 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and vomiting. Upon removal of the pod it was noticed that the cannula was bent. Once at the emergency room the patient was given 2 bags of intravenous fluids, anti nausea medication and a syringe of insulin was administered with the intravenous fluid. The patient was transported to another hospital from the emergency room. Once at the hospital the patient was given 2 bags of intravenous fluids, one bag consisting of potassium and additional insulin added to the intravenous fluid. The patient was released from the hospital after 2 days.